Manufacturer narrative:
Internal report # (B)(4). MFR acknowledges lateness of the report per internal corrective action. This report should have been identified as reportable within 30 days of the identification (10/21/2013). Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Back to back blood test performed during call ((B)(6) 2013; 4:06 pm) with results of 109 mg/dl and 119 mg/dl. Test strip lot MFR's expiration date is 10/30/2015. Recall of test results performed from meter memory. Based on the customer's lowest result in memory (102) and the highest result in memory (260), the complaint is reportable (zone c). No adverse event reported.